Manufacturer narrative:
Investigation summary. With all the available information, boston scientific concludes as no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided. Device history record review. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Inspection of the terminal pin assembly noted a set screw mark in the correct location. Inspection of the electrode body noted a crack at a bubble in the polycin vorite inside the lead lumen area of the notch; the crack was found to be surface only and not through the insulation. Contact between the electrode and s-ICD was confirmed as arc marks were noted on the proximal end of the shock coils. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported electrical allegations. Labeling review. Oversensing and inappropriate shock are listed as a potential adverse events in the physicians manual. Review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to the labeling. The manual was unlikely to be the cause of the reported complaint. Investigation conclusion. No further actions are considered necessary and the complaint investigation conclusion code is unintended use error caused or contributed to event. Patient code 3191 captures the reportable event of surgery, performed to explant and replace the s-ICD system.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and associated electrode received an inappropriate shock. Interrogation revealed error codes for power supply (ps), charge time out (CT), and long charge (lc). Technical services discussed that device replacement was required as any device therapy would likely be delayed due to the long charge times and the power supply errors. Additionally, electrode replacement was recommended; although there was no evidence of an impairment, x-rays showed there was some excess electrode coiled in the pocket behind the device. The ps error could be due to an electrical short between the device and electrode. Technical services also reviewed the shock episode and confirmed it was inappropriate, due to oversensing of noise with low r-wave amplitudes. The field representative later confirmed that the device and electrode were explanted and replaced the following week. It was noted the device was not able to be interrogated but was still emitting beeping tones. The explanted products were returned for analysis.

Manufacturer narrative:
The electrode was returned and is undergoing laboratory analysis. This report will be updated when analysis is complete. (B)(4).

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and associated electrode received an inappropriate shock. Interrogation revealed error codes for power supply (ps), charge time out (CT), and long charge (lc). Technical services discussed that device replacement was required as any device therapy would likely be delayed due to the long charge times and the power supply errors. Additionally, electrode replacement was recommended; although there was no evidence of an impairment, x-rays showed there was some excess electrode coiled in the pocket behind the device. The ps error could be due to an electrical short between the device and electrode. Technical services also reviewed the shock episode and confirmed it was inappropriate, due to oversensing of noise with low r-wave amplitudes. The field representative later confirmed that the device and electrode were explanted and replaced the following week. It was noted the device was not able to be interrogated but was still emitting beeping tones. The explanted products were returned for laboratory analysis.